Manufacturer narrative:
Device evaluation: vegetation was observed on leaflets 1 and 3 on inflow aspect aspect near commissure 1. Host tissue was minimal to moderate at the stent inflow. No visible inconsistencies observed on xray. Device evaluation conforms endocarditis as the primary cause of this explant. No information to suggest a device quality deficiency related to this event.

Event description:
It was reported to sales that an edwards aortic bioprosthetic valve was explanted after an implant duration of approximately 3 years due to endocarditis. No further information was provided by the healthcare provider despite multiple attempts by edwards. Device not yet returned for evaluation.

Event description:
Medical records were provided; operative report states: "small vegetations on the prosthetic aortic valve and posterior annular abscess cavity consistent with prosthetic aortic valve endocarditis..." The patient underwent aortic root replacement.

Manufacturer narrative:
The explanted device has been arranged for return and evaluation; however, it has not yet been received. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information to suggest a device quality deficiency related to this event. Additional information will be reported once available.